Event description:
The reporter contacted animas on (B)(6) 2012, alleging that for the prior two days when a prime function was attempted, the pump was rewound to 206 units and the insulin was ejected out of the cartridge when the cartridge is loaded. Customer support confirmed that there were multiple zero primes in the prime history due to load step malfunction. The patient was confirmed to be disconnected from the pump during the alleged load step malfunctions. The reporter stated there had been no trauma to the pump or distortion on the display screen. There is no reported adverse event associated with this complaint. This complaint is being reported due to the unresolved alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4): a review of the pump history indicated there were no "pump not primed" warnings or "no cartridge detected" warnings observed in the black box. The rewind, load and prime steps were successfully performed with no alarms noted. During evaluation the force sensor was found to be out of calibration. The pump was opened and contamination was found on the force sensor shim. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.